Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2024, the patient presented with severe functional tricuspid regurgitation (tr) grade 3, with a curled septal leaflet and type iiib anatomy (2 posterior leaflets). Two xtw triclips were successfully delivered and deployed, reducing the tr to mild, grade 1. On (B)(6) 2024, the discharge echocardiogram showed recurrent tr 2 and 3. The patient was discharged home. On (B)(6) 2025, worsening tr was noted. There was no treatment or additional intervention reported.

Event description:
Subsequent to the initial report, the additional information was received: per physician, the recurrent regurgitation was most likely related to annular dilation (disease progression). Reportedly, the clip is not great at preventing annular dilation (disease progression), however, the clip did not cause the dilation. There was no report or indication that the clip caused or contributed to any injury or dilation, however, the patient¿s disease progression (a pre-existing condition) continued after the clip was implanted. There was no malfunction of the device. There was no injury associated with the device.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tricuspid regurgitation is related to patient condition (disease progression). The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.